Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported he received on his blood glucose meter the following consecutive readings within ten minutes: 347 mg/dl, 170 mg/dl, 374 mg/dl and 156 mg/dl. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant. The customer additionally reported he took his insulin based on the readings he obtained, and experienced a seizure and loss of consciousness. The paramedics were called, but the customer was reportedly unsure about the treatment rendered. The customer also reported he ate dinner to ameliorate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cone end of the dissection tip came off and fell into the patient's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.